Event description:
Icy catheter alarmed air trap alarm; all of the fluid in the 500cc ns bag was gone. No fluid was found on patient bed or floor. Patient urine output increased to 200cc an hour. Pump was disconnected, line screwed together and md was informed. The device and tubing described in this event are supposed to be a closed loop internal cooling system. Cooled saline circulates through balloons on the catheter that sits within the femoral vein. It internally cools the blood as the blood circulates past the balloons; it should never infuse the cooled fluid into the patient's circulation. Thankfully the machine has an air trap so that air would not enter the patient's circulatory system as the bag of ns fluid hanging stays within an insulated pouch to help keep it cool during circulation. No harm occurred to the patient, just a little extra fluid bolus. There appears to be a small break in the catheter just before the first balloon. And there is also some blood in the catheter. We had a similar event one year ago in july of 2014.